Manufacturer narrative:
The biomedical engineer reported that on the central nurse's station (cns), all patient tiles will blink into signal loss at the same time, randomly and intermittently. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that on the central nurse's station (cns), all patient tiles will blink into signal loss at the same time, randomly and intermittently. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported that all tiles on the cns device will blink into signal loss randomly and at the same time. This issue is intermittent and only affect this cns. Customer biomed had rebooted the network switch but the issue remains. Cns device was sent into nka for repair. Service requested: repair. Service performed: evaluation. Investigation result: nka repair center evaluated the returned device. Extensive test was performed in an effort to duplicate the reported issue. The signal loss issue could not be duplicated. Device completed testing and performed per manufacturer's specification. Device was put into service on 10/15/2017. Service history for this device shows the following: 43172 - reported on (B)(6) 2018. Not related to signal loss. 56821 - current ticket. Customer's service history shows no other signal loss events occurring at around the same time. Based on the evaluation result and the history, this is an isolated event that was not related to the device but rather the location. Due to limited information available regarding the environment where the issue was reported, the root cause of the signal loss could not be determined. Device was returned to customer on 5/17/2019. There has been no other issue reported. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion: the root cause could not be determined. Corrected information: f9. Approximate age of device: incorrectly calculated.

Event description:
The biomedical engineer reported that on the central nurse's station (cns), all patient tiles will blink into signal loss at the same time, randomly and intermittently. No patient harm was reported.